Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery were unsuccessful due to unspecified technical difficulties encountered near the bifurcation of the left main artery and circumflex artery. The stent became dislodged from the balloon catheter and embolized in the left main artery. Attempts to retrieve the stent utilizing a microsnare were unsuccessful. During attempts to treat the underlying area of stenosis with ptca, transient hemodynamic instability occurred and the pt was subsequently sent for coronary artery bypass graft surgery. Surgery was successful and there were no add'l sequelae reported relative to this event.